Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer reported that the insulin pump alarmed failed battery test and battery out limit. Customer's blood glucose reading was 297 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button was unresponsive due to a flattened dome switch. No display anomaly was noted. No failed battery test alarm or battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.